Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels back in december. The customer stated that her high blood glucose levels were over 600 mg/dl at the time, and the insulin pump did not alarm with no delivery. Troubleshooting was performed, and the insulin pump passed the high pressure and self tests. Nothing further was reported.